Event description:
A distributor reported to beckman coulter inc. (Bci) that the bottom of synchron cx alt reagent cartridge was leaking through the seam. No injury was reported for this event.

Manufacturer narrative:
Product was quarantined.